Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of oversensing due to noise and loss of sensing were noted on the device. The event was resolved by reprogramming the device. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: d10, h3 and h6. The reported events of noise, intermittent capture, and failure to sense were confirmed. As received, a partial lead was returned in two pieces. During electrical testing a short was noted. Destructive analysis was performed and visual inspection found clavicle crush distal to the suture sleeve tie impression breaching the right ventricular and inner coil lumen. The ethylene tetrafluoroethylene (etfe) cable coating of both right ventricular cables and the polytetrafluoroethylene (ptfe) liner of the inner coil were damaged due to clavicle crush in this locatoin. The cause of the reported events was isolated to clavicle crush.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received that pacing problem were also noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. There were no known patient consequences.

Event description:
Additional information received that the pacing problem observed during the event was intermittent capture caused by the rubbing of the right ventricular lead to another lead in the implanted system.